Manufacturer narrative:
The device used in treatment has been returned and evaluated, this assessment established a relationship between the events reported. A visual examination found defects to the outer case. The functional assessment confirmed the device was unable to generate negative pressure, it was established that the vacuum pump had become defective, developing air leaks at the seals. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history for the events reported has been reviewed, with similar instances found however no further action is deemed necessary at this time. In parallel we will continue to monitor for any adverse trends relating to this product range. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients.

Event description:
It was reported that the device was found unable to generate and control negative pressure due to a leak coming from the motor. No patient harmed, and no injury reported because this was found during service and repair.